Event description:
The customer reported that prior to use of a pt, the unit shutdown when it was changed to battery operation. The pump was replaced and therapy was initiated. No pt injury was reported.

Manufacturer narrative:
The record at (B)(6) showed that the failed pump has not been checked by (B)(6) since 2006. The pump was sold and installed in the hosp (B)(4) 2000. Batteries on the pump had not been replaced for eleven years because the hosp didn't want to replace them. The company rep visited the hosp on (B)(4) 2011. The batteries and the safety disk were replaced and the pump showed normal condition. Periodical maintenance for 5,000 hours running was done. Doctor understood that the root cause of the shutdown was failure of the old aged batteries. (B)(4).